Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low impedance and insulation damage was suspected due to the low impedance measurements and the age of the lead. An electrophysiologist will be consulted to discuss lead replacement in the near future. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness. The rv lead was oversensing noise and had unstable thresholds. During the explant procedure, the lead separated and broke. The lead was partially explanted. No further patient complications have been reported as a result of this event.